Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2012 at 5:30 (am/pm not specified). According to the csr's documentation, the patient reportedly was experiencing symptoms of low blood glucose (specifying blurry vision, sweating, and felt jittery) "right away" before the start of the alleged issue. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptoms, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to her diabetes management, activity level, or meals before the alleged issue began. The patient's testing frequency, typical blood glucose range (with the subject meter), and diabetes management are not known. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of "96mg/dl" with the subject meter and "43mg/dl" with another device (type not known), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, the patient denied receiving any form of medical intervention/ treatment after the reported meter issue began. It is not specified when the patient's symptoms improved after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.